Manufacturer narrative:
E1: initial reporter address and phone: (B)(6). Device evaluated by MFR: fg emerge mr, us 1.20mm x 8mm was returned for analysis. Visual or tactile inspection revealed multiple kinks were identified along the hypotube shaft. No issues or damages were found on the balloon profile. A detailed microscopic examination of the balloon material identified no issues. The inner lumen was pinched at the proximal balloon fold and just proximal of the bumper tip. Further analysis identified a stretched and bunched inner wire lumen, 6.9cm from tip of device. Bumper tip showed no signs of distal tip damage. A microscopic examination of the markerband identified no damages. The device could not be loaded or tracked guidewire due to the damage on the inner wire lumen.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that the middle of the balloon was fractured and the guidewire could not cross. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that the middle of the balloon was fractured and the guidewire could not cross. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that the middle of the balloon was fractured and the guidewire could not cross. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.